Manufacturer narrative:
The event is being reported since the lumps were treated with antibiotics by her hcp. It is also unknown as to wether this was an infection or rash/sensitivity reaction related to the product. This closes this report unless new or significant information is received.

Event description:
On 05/31/2007, consumer reported that when she applied product to panties she developed large lumps in the external area. Consumer saw her hcp who treated her with an antibiotic. Symptoms abated.